Event description:
Dialynate system from packaging pulled to extend both lines on coil to be on same side of coil. The piece connecting to the buretrol was torn from the coil system and product could not be used. No harm to patient. Defective product exchanged with the manufacturer for new product.